Event description:
It was reported that some time post port placement, the port septum allegedly dislodged. It was further reported that port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: a complaint history review was performed. This is the thirtieth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported material protrusion issue. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
A voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (Expiry date: 12/2021).

Event description:
It was reported that some time post placement, the port septum allegedly dislodged. It was further reported that port was removed. There was no reported patient injury.